Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported she was hospitalized for high blood glucose. Customer declined to troubleshoot her pump, she requested a replacement. No further details provided at time of call.